Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the patient experienced cardiac tamponade that required pericardiocentesis. During pulmonary vein isolation (pvi), the patient's blood pressure decreased after administration of ¿atp¿. After that, since the patient's blood pressure did not restore, effusion was confirmed by echocardiography. After that, blood was drained and the patient was sent to the intensive care unit (ICU). Patient improved. The physician's opinion on the cause of the adverse event is that it was procedure related. The event was reported to have been caused by the physician's technique. Procedural activated clotting time (act) was over 300 seconds. The event occurred after ablation several dozen locations. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31384069l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-feb-2025, it was noticed that the incorrect complaint device was reported in sections b5. Event description and d1. Brand name of the 3500a initial medwatch report. It was incorrectly reported that the complaint device was a "vizigo", however, the correct product was a "thermocool smarttouch sf". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).